Event description:
During a lacrimal tear duct procedure, the cannula tip broke off in the patient. The physician had to make an incision into the duct to remove the tip. The patient recovered and there were no problems.